Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   Prid (B)(4) is for the opposite side frame.

Event description:
The caller stated the side frames are broke at a weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame side ptd - rt, frame, broken/cracked tubing. Tubing cracked at bottom rear of right ide frame. Frame side ptd - lt, frame, broken frame/weld. Cracked tubing around weld at bottom rear of left side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The left side frame was observed to have a broken weld at the base of the back cane. The right side frame had a crack at the base of the back cane. The weld was not yet completely broken as returned. No functional testing was able to be completed because only the side frames were received. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The caller stated the side frames are broken at a weld.